Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the lens was explanted from the patient's left eye in a secondary procedure due to ''mechanical'' complication of the intraocular lens (iol). It was stated that the patient complained of hazy vision. There was no patient injury associated with the lens or with the explant. There was no enlarged incision to remove the lens. The lens was replaced with a zcb00 22.0 diopter lens. Follow-up with the facility indicated that the reported ''mechanical complication'' meant that the patient experienced refractive surprise. The doctor initially implanted a 21.0 diopter; however, post operatively, the patient experienced post operative refractive surprise. The lens was disposed and the doctor implanted a 22.0 diopter lens. The patient is doing well. There was no enlarged incision and no vitrectomy required. No further information was provided.